Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor was providing readings perceived to be erroneously high and higher when compared to a competitor¿s meter and provided the following examples: sensor: 20.6 mmol/l (371 mg/dl) at 1:03pm vs meter: 14.3 mmol/l (258 mg/dl) at 1:01pm and sensor: 18.7 mmol/l (337 mg/dl) vs meter: 13.1 mmol/l (236 mg/dl) at 1:30. Caller further reported that on (B)(6) 2018 at 5:15 am customer performed a sensor scan and received a reading of 11.9 mmol/l (214 mg/dl), with a trend arrow going up diagonally. At approximately 7:00 am customer felt ¿hungry¿ so she entered the number of carbohydrates to be eaten into her insulin pump and was advised to take 8 units of insulin, but customer only took 6 units. Customer subsequently lost consciousness. Paramedics were called and upon arrival, received a reading of 2.7 mmol/l (49 mg/dl) on their meter. Customer was treated with a coke. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor was providing readings perceived to be erroneously high and higher when compared to a competitor¿s meter and provided the following examples: sensor: 20.6 mmol/l (371 mg/dl) at 1:03pm vs meter: 14.3 mmol/l (258 mg/dl) at 1:01pm and sensor: 18.7 mmol/l (337 mg/dl) vs meter: 13.1 mmol/l (236 mg/dl) at 1:30. Caller further reported that on may 6, 2018 at 5:15 am customer performed a sensor scan and received a reading of 11.9 mmol/l (214 mg/dl), with a trend arrow going up diagonally. At approximately 7:00 am customer felt ¿hungry¿ so she entered the number of carbohydrates to be eaten into her insulin pump and was advised to take 8 units of insulin, but customer only took 6 units. Customer subsequently lost consciousness. Paramedics were called and upon arrival, received a reading of 2.7 mmol/l (49 mg/dl) on their meter. Customer was treated with a coke. No additional treatment was required. There was no report of death or permanent injury associated with this event.